Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the staple line was partially complete. It had to be manually sutured to complete the procedure. The patient was reportedly injured. Additional information has been requested but not yet received.